Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test performed (discrepancy noted, as per ppf) on (B)(6) 2010, result: migration, bilateral occlusion. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain: chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), amnesia ("loss of memory") and menopausal symptoms ("premenopausal symptoms") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, pelvic pain, dysmenorrhoea, metrorrhagia, amnesia, menopausal symptoms and uterine leiomyoma outcome was unknown. The reporter considered amnesia, device dislocation, dysmenorrhoea, menopausal symptoms, menorrhagia, metrorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient received treatment for: pain, menorrhagia, metrorrhagia, migration, loss of memory, pre-menopause symptoms and fibroids. Discrepancy noted in essure insertion date as: (B)(6) 2010 and (B)(6) 2012. Records in atty possession: radiology. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received-event injury to herself removed and new events device migration, menorrhagia (heavy menstrual bleeding), chronic pelvic pain female, dysmenorrhea (cramping), metorhagia (bleeding b/w periods), loss of memory, premenopausal symptoms and fibroids were added. Patient demography added. Updated suspected drug indication. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('vaginal bleeding') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus, hypothyroidism, hyperlipidemia, anemia from chronic blood loss, obesity, vertigo, eczema, dvt, abortion spontaneous incomplete and uterine dilation and curettage. Essure confirmation test performed (discrepancy noted, as per ppf) on (B)(6) 2010, result: migration, bilateral occlusion. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain: chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), amnesia ("loss of memory"), menopausal symptoms ("premenopausal symptoms") and hydrosalpinx ("hydrosalpinx (fluid filled fallopian tubes)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (endometrial ablation, enodometrial ablation and bilateral salpingectomy-(B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, metrorrhagia, amnesia, menopausal symptoms, uterine leiomyoma and hydrosalpinx outcome was unknown. The reporter considered amnesia, device dislocation, dysmenorrhoea, hydrosalpinx, menopausal symptoms, menorrhagia, metrorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pain, menorrhagia, metrorrhagia, migration, loss of memory, pre-menopause symptoms and fibroids, hydrosalpinx. Discrepancy noted in essure insertion date as: (B)(6) 2010 and (B)(6) 2012. Records in atty possession: radiology. Discrepancy noted for essure removal date-(B)(6) 2014. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal hemorrhage. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received: newly added events- vaginal bleeding, hydrosalpinx, reporter was added, essure removal date were updated, medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.